Event description:
The customer reported that the c-arm was giving a communication error, (no communication between generator and monitor). This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. The system operates as intended.